Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. The customer¿s blood glucose level was unknown at the time of incident and at one point she was 50 mg/dl to 90 mg/dl. Customer was treated with food. Customer declined troubleshooting. Customer stated that the sensor had issues. The device will not be returned for analysis.